Manufacturer narrative:
H.6. Investigation: the complaint investigation for discrepant result when using kit bd max sars-cov-2 reagents (ref (B)(4)) from an unknown lot number was performed by the verification of complaints history. Despite multiple attempts made to receive information from the customer, no data or kit lot information was provided for the investigation. Without more details regarding sample identification, instrument ID# and kit lot number, bd was unable to conduct an investigation and the root cause could not be identified. Although environmental or cross contamination introduced during sample preparation at the customer¿s site is possible, bd was unable to confirm the customer issue. Moreover, limit of detection can vary between different assays which could also explained result discrepancies. There is no indication of an increase in complaints for discrepant result for bd max sars-cov-2 reagent products. The root cause was not identified. Bd cannot confirm the complaint based on the investigation that was performed. Bd did not initiate a corrective and preventive action (CAPA). Bd apologizes for the inconvenience that this may have caused. Bd quality will continue to monitor for trends. H3 other text : see h.10.

Event description:
It was reported while testing for sars cov-2 false positive results were obtained. There was no indication that results were reported out and there was no report of patient impact. Eua #: (B)(4). The following information was provided by the initial reporter: "customer reporting sars cov-2 false positive results".

Manufacturer narrative:
Medical device expiration date: unknown. Device manufacture date: unknown. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported while testing for sars cov-2 false positive results were obtained. There was no indication that results were reported out and there was no report of patient impact. Eua #: eua(B)(4). The following information was provided by the initial reporter: "customer reporting sars cov-2 false positive results".